Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access site via femoral artery. The 100% stenosed, 16x3.5mm target lesion contained a >=90 degree bend and was located in a severely tortuous and severely calcified right coronary artery (rca). A 3.50x16mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The tip profile of the device was slightly bunched. A mandrel was able to be inserted through the tip without difficulty. The stent struts in the mid body of the stent were raised, bunched and misaligned. An examination found that there were various hypotube kinks along the length of the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).